Event description:
Device malfunction: failure to deploy. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician attempted arteriotomy closure of an unspecified vessel using a starclose se device after a diagnostic procedure. Reportedly, the starclose device was unable to deploy the clip. The device was removed and hemostasis was achieved using manual compression. The starclose se clip was deployed outside of the patient anatomy to ensure the clip had not embolized in the body. There was no reported adverse patient effects. No additional information was available.

Manufacturer narrative:
(B) (4) (B) (4). The device was received. Investigation is not complete.